Event description:
The surgeon provided the following additional information to glaukos on 07/02/2018. The istent procedure was aborted due a grade I hyphema (less than or equal to 1/3 anterior chamber vol.) Which resulted in iop elevation and "temporary bcva loss. The hyphema was treated by increasing steroids and dilatation drops. Pars plana vitrectomy (ppv) and anterior chamber washout were performed one month post-op. The patient was prescribed combigan and lumigan and will continue to be monitored. According to the surgeon, the adverse event resolved, and hyphema likely contributed to the reported event. The patient current status was reported as "improved, vision back to baseline".

Manufacturer narrative:
MFR reference # 17187.

Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A part of the device history records review the sterilization records for this lot were reviewed and this device lot passed sterility test. A review of the device labeling was completed. Iris damaged is identified in the labeling as known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the results of the investigation to date, a quality product deficiency was not identified. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. MFR reference: (B)(4).

Event description:
The surgeon reported that during the istent procedure while having the istent in the angle, and just beginning his initial approach to the trabecular meshwork, the patient moved and the surgeon tried to quickly remove the inserter from the eye. The surgeon inadvertently snagged the iris and caused a two clock hour iridodialysis. The surgery was aborted. The surgeon indicated that the patient was doing "better" one day postop. Additional information will be requested.

Event description:
The surgeon provided the following additional information on 05/30/2018. Reportedly, following an uneventful cataract surgery, vitreous hemorrhage was noted after severe patient movement while the trabecular micro-bypass stent was still in the eye (prior to stent deployment). The iris damage was characterized as permanent, observed at the nasal quadrant, measuring 2 clock hours and resulted in hyphema. The surgeon indicated that medical intervention was required and surgical intervention is likely required to washout anterior chamber. The patient¿s prognosis was reported as persistent ¿marked hyphema¿. Additional information is being requested.

Manufacturer narrative:
A review of the device labeling was completed. Hyphema, iop increase and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Additional information is being requested. MFR reference # (B)(4).